Event description:
The mapping catheter would not connect with the carto system. The catheter was replaced - no harm to the patient. Manufacturer response for mapping catheter, octaray mapping catheter (per site reporter), unknown.